Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the air flow sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, when a 840 ventilator was powered on it failed the breath delivery power on self test (post). The ventilator was not in use on a patient at the time the event occurred.